Event description:
The patient contacted animas on (B)(6) 2012 reporting that their blood glucose level was 560mg/dl. The patient stated that they stopped using the pump last night and took three units of novolog before bed with blood glucose of 160mg/dl. The patient awoke with a high blood glucose (value not provided), they took more long acting insulin and blood glucose responded to around 300mg/dl a few hours later. The patient then took another pen injection of eight units to correct. The patient stated that the ok keypad button became unresponsive this evening. The patient denied damage to the keypad rubber and there was no recent trauma or moisture to the pump. Customer support instructed patient that the elevated blood glucose is due to lack of insulin. This is being reported due to the patient's blood glucose excursion while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission; (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: investigation revealed that the keypad was torn at the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen.